Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 at 11:00 pm with blood glucose of 600 mg/dl. Patient's current blood glucose was 173 mg/dl. Customer reported that before hospitalization on same day patient¿s blood glucose was in 200¿s mg/dl and treated it with manual injection. Customer reports they feel okay to troubleshoot. The customer experienced symptoms such as trace ketones, didn¿t feel well, nausea and fatigue. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer was in emergency room as a result of high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.